Manufacturer narrative:
Medical device lot #: 4294523, medical device expiration date: 10/31/2016, device manufacture date: 10/21/2014; medical device lot #: 6067701, medical device expiration date: 02/28/2018, device manufacture date: 3/7/2016. Results: fifty customers samples from batch 4294523 were manually evaluated for IV needle retraction and lock -out with no defects identified. Fifty customers samples from batch 6067701 were manually evaluated for IV needle retraction and lock-out with no defects identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set was having trouble retracting. There was no serious injury or medical intervention reported.